Event description:
Pt came to the emergency room and complained of abrupt chest pain for 6 hours. St segment elevation and pathologic q-wave was noted at the precordial leads on ECG and cardiac enzymes were also markedly elevated. Pt was diagnosed as acute anterior myocardial infarction and emergent coronary angiography was performed. The angiogram showed total occlusion of the proximal lad and the significant stenotic lesion in the proximal segment of the lcx. The endeavor rx stent was implanted in the lad. The angiographic result of primary percutaneous coronary intervention (pci) was excellent and there was no significant residual stenosis in the stented segment with timi 3 days later. The pt remained asymptomatic throughout the subsequent clinical follow up period. Approximately 8 months post index procedure, the pt returned to hospital for repeated coronary angiography by scheduled follow up. The coronary angiogram revealed significant isr in the proximal stented segment of lad while a zig-zag phenomenon was found in the middle stented segment. The ivus catheter could not cross the serious isr segment until the predilatation had been performed. The following ivus examination showed a very interesting phenomenon with coexistent neointimal proliferation in the proximal stented segments, isa and mural thrombus in the middle stented segment of proximal lad. Repeat pci was performed with a non medtronic brand device in the proximal lad and another non medtronic brand device in left and proximal lcx. After the final kissing balloon, the angiographic and ivus results were excellent and there was no significant residual stenosis in stented segments with timi 3 coronary flow in both lad and lcx. Pt remained asymptomatic during subsequent follow up.

Manufacturer narrative:
Eval codes, results: thrombosis; revascularization.